Event description:
The cryomacs freezing bag broke during removal from tank. The customer reported air between cryomacs bag and overwrap bag. Enough target cells were left for treatment of the patient.